Event description:
It was reported that this procedure took place in the operating room. The spring wire guide (swg) became kinked & broke during insertion into the jugular vein. There were several problems noted while the user was inserting the swg. While positioning the swg through the introducer needle, the swg became kinked. The user couldn't improve the circumstances during insertion & then decided to withdraw the swg through the introducer needle. The swg became damaged. As a result, the swg was removed & did not appear to be in its original design; the swg appeared to be lengthened. Additional information received from the sales representative on 7/01/2010 stated that the swg unraveled during removal, but it was intact. This delayed or interrupted therapy approximately two hours. As a result, another new cv-15703-e was successfully placed in the patient. The outcome of the patient is that she is okay with the new catheter insertion. There was no medical/surgical intervention required. There was no consequence to the patient. There was no reported patient death.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.